Event description:
On may 7th a case took place in which an ave stent (b8040 lot #8m21e15) was utilized in the right iliac bifurcation. A woolie guidewire and a short 7f straight short sheath was used during the procedure. The artery was not predilated. The pt had a lesion just about the bifurcation and just a little bit down into the iliac. The pt's artery was extremely calcified in this area and approx 90% stenosed. The stent was deployed at 10 atm with one inflation for approx 60 seconds. When the artery was stented it was noted that there was a filling defect outside of the stented area. The filling defect was believed, at the time, to be a piece of calcium that was pushed out into the artery. When the films were reviewed, after the procedure, it resembled dye within the artery. After the procedure the pt was observed to be doing fine, and was removed to his room and remained under observation. Later on, the same day, it was observed that the pt's blood pressure and his hemoglobin had dropped. He was immediately taken to surgery. It was believed that the pt had a dissection in the area in which the stent was implanted. However, the dissection was at the aorta. They were unable to save him. The pt expired. It is believed that the dissection was caused by a really hard piece of calcium. Due to the proximal location of the lesion, when the calcium cracked it could have caused it to dissect into the aorta. Neither the dissection nor the death are believed at this time to be due to any fault of the device, but were due to the pt's condition prior to the procedure.